Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis concluded with data storage - no anomalies found. The analyst commented that the device does not specify why it did not collect the r-wave measurement, but it has abort criteria to avoid measuring pvcs and recording those as the true r-wave measurement. The rhythm must be stable, not tachycardic, and the device will not measure pvcs. Patient showed increase of pvcs, so it's possible that a temporary increase in pvcs may have caused this. Also, consider that this is meant to be a trend, so some individual days may not have any data recorded due to abort criteria.

Event description:
It was reported that when reviewing device data there was no sensing value reported for r-waves even though they appear on previous reports. It was further reported that some premature ventricular contraction was noted in the data. The device remains in use. No patient complications were reported as a result of this event.